Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to thermal events in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of pca burnt. During the evaluation, pca was found burnt.

Manufacturer narrative:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to thermal events in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of pca burnt. During the evaluation, pca was found burnt. Quote not approved by customer (pca replacement). Customer complaint that the device will not power on.

Manufacturer narrative:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to thermal events in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of pca burnt. During the evaluation, pca was found burnt. The device will be return to pil it is yes. Pil received dsx520h11c (sn (B)(6)) on ra 320489456 with a complaint, per the long text customer complaint, no air filter was returned. No sd (secure digital) card was returned. No other peripherals or accessories were returned with the device. Pil used a pil supplied known good power supply and ac power cord with the ds2 (dreamstation 2) and the device display did not power on.